Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 485 mg/dl. Customer also had blood glucose of 600 mg/dl. Customer had symptom of not feeling well and leg cramps. Customer's emergency room visit was due to possible diabetic ketoacidosis and high blood glucose. Customer was not admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were air bubbles in infusion set; customer declined to check for site or insulin issues and settings. Customer would call back when in receipt of tubing clamp. Customer would be released from ER when blood glucose stabilizes and assured insulin pump was functioning.